Event description:
Rv ref catheter perforation. Causing "tampanine." Performed pericardiocentisis where they extracted 550 cc of blood. Then reinfused blood back into system, leaving a drain in the pt.